Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient, recently implanted with vns, had side effects: a very trembling voice and sore throat. It was reported that the device settings (frequency and pulse width) were modified due to those side effects, without success. It was reported that the patient has never had this event prior vns implantation. Programming history of the patient's device was provided to the manufacturer for review. It appears that on (B)(6) 2016, the device was programmed at output current 0.75ma, pulse width 250 sec, frequency 20hz, on time 30 sec and off time 5min. System diagnostics returned impedance results within normal limits with 3835 ohms. Additional information was received from the physician, indicating that the vns patient's device was implanted and switched on, on (B)(6) 2016. The physician reported that the reported events were related to vns stimulation as they caused to the patient the inability to speak. This event occurred every time the device was stimulating, whatever the intensity of stimulation was. But during the off time, the event disappeared. X-ray was taken and reviewed by the physician, who reported it to be unremarkable. It was reported that the device was turned off on (B)(6) 2016. The impedance value on that date was 4096 ohms. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No additional information was provided to date.